Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010. The device failed 8 self tests between (B)(6) 2010. A new pad-pak was inserted on (B)(6) 2010 and the device operated until (B)(6) 2012. Manual events of 10 minute duration started to occur on the (B)(6) 2012 which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.